Event description:
While rn was drawing up succs from carpojet bd blunt fill needle, the needle failed and broke at the hub. This caused a delay of the medication delivery, during a rapid sequence intubation of a critical patient. Another succs needle had to be located in another kit, causing a dangerous delay.